Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is 261 mg/dl. Customer is having issues with sg and bg differences. Customer did not provide details of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.